Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave and r-wave oversensing. The lead remains in use. It was further reported that the right atrial (ra) lead has oversensing and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.